Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 512 (mg/dl) with high/life threatening ketones. Customer attempted to administer a correction bolus with the pump to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was removed from the pump and treated with an intravenous drip. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer was later released from the hospital and reinitiated pump use; however, no specific dates were provided. Contact called tandem technical support on (B)(6) 2016 and reported that the customer has received multiple intermittent inaccurate fill estimates for 2 weeks and believed that this caused hospitalization on (B)(6) 2016. It was reported that the customer had an elevated blood glucose level of 500 (mg/dl) and would reload the cartridge and change the infusion set with no improvements. Customer would then administer an injection, remove pump, and result to mdi therapy. It was indicated that mdi therapy would be used as backup therapy until replacement pump is received.